Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt reported headache symptoms. There was no known accident or incident related to this incident. Unipolar pairs for r side weren't able to be listed on form case & 8 = 3420, case & 9 = 1738, case & 10 = 1772, case & 11 = 3162. Additional info received indicated. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).